Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. The customer stated that she was hospitalized because the insulin pump stopped working. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the self-test. However, the customer felt uncomfortable using the insulin pump and asked to have it replaced. Advised the customer to discontinue using the insulin pump and revert to a back-up plain

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.